Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that guidewire tip damage occurred. A 035/260 amplatz super stiff¿ guidewire was selected for use. However, during unpacking, it was noted that the tip of the device was damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good. However, returned device analysis revealed coil wire separation.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag and distal tip damage was noted. The visual inspection was performed and revealed coilwire broken at 0.2cm approximately from the distal end and the distal tip was bent. No fracture was found on corewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).